Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the insulin priming process. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 24-feb-2023. H.6. Investigation summary: customer returned 97 used pen needles 32g 4mm pro. Customer reported that pen needles clogs during priming. The pen needles was visually inspected and observed six without any damage and 91 with damages on non-patient end. For non-damaged pen needles functional test was performed and flow was observed properly during priming. Based on the damage observed, the pen needles bent or breaking may have occurred accidently, while the user was preparing the pen needle for use which caused user difficult to operate. Potentially, if the pen was not aligned with the canula which could prevent insulin properly flowing through the cannula. Therefore, pen needles were clogged during priming due to non-patient end was bent/broken. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated failure (needle clog). The root cause of the needles bent and breaking appears to be accidental damage caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the insulin priming process. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the insulin priming process. This complaint was created to capture the 1st of 2 related incidents.the following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow."